Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081350) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy to remove essure") in a female patient who had essure (batch no. 621814) inserted. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 11 years 7 months after insertion of essure. The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: ¿an intervention and hospitalization were mentioned but not specified and/or assigned to one of the events¿. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.